Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse replaced the pressure transducer and recalibrated the pressure transducers which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that prior to use it was observed that the cs300 intra-aortic balloon pump (iabp) had an electrical error code. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was observed that the cs300 intra-aortic balloon pump (iabp) had an electrical error code, electrical test fails # 53. The removed pressure transducer was returned to failure analysis and testing for evaluation. The failure analysis and testing received the pressure transducer and the fat technician installed the pressure transducer into the cs300 test fixture and tested the pressure transducer as per the cs300 service manual. The fat dept. Verified the failure of the pressure transducer. (Shuttle offset pressure was out of range causing electrical error code 53). Retaining the pressure transducer in the fat dept. Per procedure.

Event description:
N/a.